Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure at 32 minutes of use, the fiber was overheating and goes into standby. "The intervention was completed with a conversion to resection," as it was noted that there was no fiber "replacement available". Patient outcome: "ok." There was no injury to the patient reported

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-708a-(B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks, and partially erased blue arrow indicator; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the connector segments and tabs appear in good condition. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and connector contamination. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.